Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave oversensing is causing a false indication of atrial tachycardia/atrial fibrillation (at/af) burden which has caused inappropriate at/af burden alerts. No programming changes were made. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that far field r-wave oversensing has continued along with atrial undersensing. Reprogramming the sensitivity was done to prevent further undersensing. There was no indication of atrial lead dislodgement.